Event description:
It was reported that during a meniscus repair surgery, after the implantation of the t1, the ultra fast-fix. T2 could not be separated from the needle during deployment and could not be fixed on the joint capsule after several repeated attempts. The t1 was removed using tweezers. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. Half of the t2 is missing. The other half of t2 and the suture were returned off the needle. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed.these failures have been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force (sharp grasper/instrument). Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.